Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Eval summary: as received, the lead was missing the channel 2 electrode. The lead had outer tube compression damage and electrocautery instrumentation damage. Tissue was observed at the terminal end electrodes and there was discoloration in the lead paddle. It is unk what cause the electrode to come off from the paddle. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including a surgical lead, on (B)(6) 2010. It was reported the lead was explanted and replaced due to a loss of stimulation. Once explanted, the physician noted the lead was missing an electrode. The electrode was recovered from the epidural space. The explanted lead was returned to the MFR for analysis. No pt complications were reported as a result of this event.